Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patient suffered mechanical complications of the implant, loosening of the prosthesis, inflammation, metallosis, damage to the surrounding bone and tissue, chromium and cobalt toxicity, pain and disfigurement as a result of the implanted asr hip.

Event description:
Update: (B)(6) 2013- medical device declaration and decontamination sheet were received identifying part/lot information. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Updated: revision date. There is no new information that would change the outcome of the investigation.